Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint of thermal issues. Char marks were found on the teflon pad and probe, and the teflon pad was also worn with metal exposed underneath. Based on similar reports, a potential cause for these types of damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
1 of 2. Olympus was informed that during an unknown procedure, the device appeared to be sparking and generating smoke more than usual. There was no reported patient injury or device fragmentation into the patient. After replacement of the malfunctioning device, the procedure was completed with another similar device.